Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's chest was opened and sutured to stop the bleeding. The valve was recaptured and retrieved from the patient.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025 product ID l-evolutfx-2329 (lot: 0012399236); product type: 0195-heart valves; section d information references the main component of the system. Other relevant device(s) are: product ID: gwbc30, serial/lot #: (B)(6), ubd: 31-oct-2026, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve was deployed once and recaptured in order to adjust the placement position. Upon a second attempt at deployment, the implanting physician tilted the valve slightly. Hypotension was observed and a left ventricular perforation was noted. It was suspected that, when the valve was tilted, the guidewire became slightly more tensioned compared to the first deployment attempt. Subsequently, the valve was withdrawn from the patient and the procedure was converted to open-heart surgery.